Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recn2131 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when pre-rinsing the connector, leakage was found on the connector. The device was not used on a patient.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak in the connector was inconclusive due to the sample condition. One assembled connector for a groshong nxt catheter was returned for investigation. No groshong tubing was visible through the translucent strain relief oversleeve. It was observed that the connector had been assembled without the catheter. The reported pre-rinsing of the connector was replicated by flushing water into the connector. The functional test revealed that the connector was patent to infusion. No occlusions or leaks were observed in any part of the connector. The luer taper of the red connector was within specification. Since the catheter was not returned for investigation, the complaint was inconclusive. Even though no leaks were identified in the connector, the connector had been assembled without the catheter and the reported event could be associated with the improper assembly sequence of the connector to the catheter.

Event description:
It was reported that when pre-rinsing the connector, leakage was found on the connector. The device was not used on a patient.